Manufacturer narrative:
Updated the fields with the device information. Per the latest report, a MRI of the brain showed a left anterior cerebral artery stroke with vasogenic cerebral edema and a small right posterior frontal stroke with secondary hemorrhage. 5 weeks after the event the patient neurological status remained poor with global aphasia, right hemiplegia and functional quadriplegia.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in an edwards lifesciences clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the reported embolic stroke 18 days post tavr procedure cannot be confirmed. It is possible that patient factors (e.g. (B)(6) female with a history of tia) may have contributed to the event. There was no allegation or indication of a device malfunction. The intracranial hemorrhage is not related to the sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The edwards lifesciences field clinical specialist (fcs) was notified by the site that patient collapsed in the shower 18 days after the implantation of a sapien valve. The patient presented to the hospital with symptoms of a left sided cva (ataxia and right facial defect), but nothing was seen on a head CT. The patient was given tpa and a follow up head CT revealed a right side intracranial hemorrhage (ich). The patient was then transferred to the implanting facility. Upon arrival she was completely aphasic. Follow up CT shows a right posterior hemorrhage and a left sided cva. The patient was transferred to the stroke unit. At last report, the prognosis was not good.